Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2000 and (B)(6) 2001 by dr. (B)(6) due to non-healing vaginal lesion and on (B)(6) 2001 by dr. (B)(6) at (B)(6) medical center. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.